Event description:
As per the report received from england, edwards received notification of a pascal precision ace procedure in mitral position. Post-procedure, the patient exhibited mild to moderate mitral regurgitation. Approximately four months later, the patient developed severe mitral regurgitation. Transesophageal echocardiography (toe) revealed a partial single leaflet device attachment (slda) involving the posterior leaflet of the second implanted pascal precision ace device. Based on clinical assessment, the team decided to reintervene, and the patient will receive another transcatheter mitral valve repair device. According to medical opinion, the slda may have been caused by suboptimal imaging during the index procedure and the presence of a mitral leaflet cleft.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
As per new information provided, the patient started to have symptomatic shortness of breath one month after implantation. The echo was repeated one month later showing severe mitral regurgitation.

Manufacturer narrative:
The following sections were updated/corrected/added: b3, b4, b5, d4, g3, g6, h2, h4 and h6 (component code, type of investigation, investigation findings and investigation conclusions). H11: additional manufacturer narrative. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed with empirical evidence based on information provided. Available information suggests that both patient condition and procedural factors likely contributed to the event. The patient presented with a cleft and the imaging was also challenging during the procedure, which could have hindered grasping and ultimately led to an slda post procedure. Since no edwards defect was identified, corrective or preventative actions are not required.